Event description:
It was reported there were high thresholds, 5 v @ 1 ms, and a new pace/sense lead was implanted. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device. Analysis of that data revealed no anomalies.